Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The product was return to the third party and not sent to the repair department. However, additional information confirmed, that the phenomenon was not reproduced. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a flashing image, not connecting with the tower. Additional information received, that there was no image on the screen. And customer attempted plugging into the machine several times. As reported, if a picture appeared on screen, it was just for a moment. Leading to the thought, it was a faulty connection between the tower and the camera head. The issue occurred, during anterior cruciate ligament repair using a patella graft procedure. The procedure and patient's general anesthesia was extended for 50 minutes to wait for replacement camera. The procedure was completed using a similar device. There was no report of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. The subject device was returned to the repair base. A visual inspection and functional inspection were carried out by the repair base and as a result, the malfunctions pointed out by the customer, were not reproduced, and it was confirmed that all tests were passed, and no defects were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a flashing image, not connecting with the tower. Additional information received that there was no image on the screen and customer attempted plugging into the machine several times. As reported, if a picture appeared on screen, it was just for a moment, leading to the thought it was a faulty connection between the tower and the camera head. The issue occurred during anterior cruciate ligament repair using a patella graft procedure. The procedure and patient's general anesthesia was extended for 50 minutes to wait for replacement camera. The procedure was completed using a similar device. There was no report of further patient harm.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation; it was confirmed that the repair was performed by a third party. Since the product was returned to the third party, the investigation did not lead to the identification of the cause of the problem. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported, the camera head had a flashing image, not connecting with the tower. Additional information received that there was no image on the screen and customer attempted plugging into the machine several times. As reported, if a picture appeared on screen, it was just for a moment, leading to the thought it was a faulty connection between the tower and the camera head. The issue occurred during anterior cruciate ligament repair using a patella graft procedure. The procedure and patient's general anesthesia was extended for 50 minutes to wait for replacement camera. The procedure was completed using a similar device. There was no report of further patient harm.